Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of inappropriate auto mode switching due to far-field r-wave oversensing were observed via egms. Programming change was made.